Event description:
It was reported that within one hour after a routine generator change, the right atrial (ra) lead exhibited non-capture at 7.5 volts. Testing revealed high impedances from a possible fracture. The physician stated that they could visually see a breach in the insulation. The ra lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that there was no impedance data available for the right atrial (ra) lead as the lead trend was reset on 2014-(B)(4).